Event description:
It was reported that the programmer had a cracked display screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was cracked and also noted that the provided stylus was not functional, the keyboard hinges were broken, the hinge plate was missing screws and that the power cord door latch tabs were broken. Due to the lack of available parts the programmer was to be scrapped and replaced. Product ID: 229047 software analyzer. (B)(4).